Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information and corrected data. The brand name, the catalogue number and the PMA/510(k) number have been corrected. The following sections are being reported: h6: method code was added: 3331 . A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A sterilization record review was completed and all sterilization activities were conducted with no nonconformities. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). Patient weight is not provided / unknown. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. A summary investigation has also been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that the ifnt510 implant in tooth site # 2 had to be removed due to bone loss and infection.